Event description:
Noticed that the axle (quick release pin) of spouse's wheelchair was loose and falling out. This would have caused the wheel to fall off. They know of another individual who has the same make of wheelchair who had the same problem. The wheelchair was purchased in 1997. Consumer feels that the wheelchair is defective.